Event description:
Patient allegedly received an implant on (B)(6) 2009 via the right common femoral vein due to post bleed (intracranial bleed). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "random sharp pains in upper-left chest area, general discomfort in lower abdominal area". Patient further notes limited strenuous activity and treatment for depression following surgery and implantation (2009-2011). Per the (B)(6) 2009 ivc filter placement: "the sheath device was then placed within 1cm below the renal vein and the inferior vena cava filter was then deployed without any difficulty". Per the (B)(6) 2017 CT abdomen: "there is an ivc filter in place. The tip is just below the renal veins. This appears uncomplicated. A couple of the inferior prongs appear to extend beyond the margin of the wall of the ivc but there is no evidence of hemorrhage to suggest complication. There is no retroperitoneal adenopathy".

Manufacturer narrative:
Investigation is reopened due to additional information provided. The following allegations have been investigated. Vena cava perforation, chest pain, depression, abdominal discomfort and limited strenuous activity. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported chest pain, depression, abdominal discomfort , limited strenuous activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2009". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.